Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user¿s caregiver observed that a newly applied freestyle libre 3 plus continuous glucose monitor (cgm) sensor showed activation success, but the ilet displayed ¿pairing with sensor¿ without starting a warmup countdown; after the caregiver rescanned the sensor per guidance, the ilet began the warmup and pairing completed. No adverse clinical symptoms reported. Outcomes included no clinical impact and no need for medical intervention. User support included customer support troubleshooting and user education, including rescanning the sensor to reinitiate pairing and confirm insertion time synchronization. Investigation of this case revealed that the issue was a temporary pairing communication discrepancy between the ilet and the freestyle libre 3 plus sensor that resolved after a rescan, with no device damage identified and no sensor malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interface or communication synchronization that resolved with standard troubleshooting.